Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to specifications. A functional testing was performed, and the device performed according to product specifications. No leak was observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets disconnection. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.